Event description:
Hospital reported that the catheter portion of an implanted port fractured while in the pt. The problem was found. The port was removed and a new one placed six days later. The pt was reported as being "fine" after the device replacement. The used device was discarded at the hospital.

Manufacturer narrative:
Although no sample was retained by the hosp, efforts are ongoing to obtain additional details of the event. Upon completion of the investigation, a f/u medwatch will be submitted.